Manufacturer narrative:
(B)(4). Date sent; 7/15/2024. D4: batch # 946c52. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with a gst45b partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 946c52, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device cut the tissue? No. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They troubleshot but decided not to use because staples were sticking out of the reload. Did the jaws eventually open? They didn¿t open on back table but I was able to open them when they handed it off.

Event description:
It was reported that during lap appendectomy procedure; the stapler wouldn¿t open when after he inserted into the trocar. He handed it off and it looked like some staples were fired. They opened a new device. There were no patient consequences reported. Surgery was completed successfully without any surgical delay.